Event description:
It is reported that the lead was removed and replaced due to unacceptable pacing thresholds. Positioning difficulties also noted. No patient complications have been reported as a result of this event.